Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer reset pump using instructions provided by technical support, did not need help resuming insulin or cgm use, confirmed that malfunction did not recur after reset, and was advised to continue using pump and call back if issue returned.